Manufacturer narrative:
Correction: please retract this report, the same issue was reported as 2017865-2019-13280-01.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high capture threshold, occasional loss of capture, low sensing, and occasional undersensing were observed on the rv lead. The non-pacemaker dependent patient was asymptomatic. The lead was explanted and replaced. There were no complications. There were no patient consequences.